Event description:
Argon beam handpiece did not work at all when buttons pressed, connection at machine checked with no problem. Replaced handpiece with a new one and it functioned properly. No consequence to patient.